Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following: - if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." - never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. - if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. - if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again, and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, 4k autoclavable camera head, to the olympus service center. Upon inspection and testing of the returned device, the following malfunction was identified: a no image malfunction due to a faulty camera cable. The device failed the leak test due to the cut on the cable. This report is being submitted for the issue found during evaluation. There was no patient involvement.

Event description:
A user facility returned the olympus asset, 4k autoclavable camera head, to the olympus service center. Upon inspection and testing of the returned device, the following malfunction was identified: a no image malfunction due to a faulty camera cable. This report is being submitted for the issue found during evaluation. There was no patient involvement.

Manufacturer narrative:
E2: non-health care professional the asset device was returned to olympus for evaluation and a no image malfunction was found due to a faulty cable. The device evaluation found the camera cable is cut and failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.